Event description:
The customer reported ¿when air is supplied, water also comes out at the same time and the screen becomes blurry¿. There was no patient or user injury reported. The subject device was returned to an olympus service center for evaluation. This report is being submitted for the blurred image.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During inspection and testing, service could not reproduce or confirm the customer¿s reported blurry image, but found no image was displayed. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: - damage to the ccd unit - sliding error of movable l-range that occurred in the zoom scope - image occurred within the allowable range - damage or deformation of the connector. The event can be detected/prevented by following the instructions for use: operation manual: - inspection of the endoscopic system operation manual: important information ¿ please read before use - warnings and cautions. During inspection and testing, service found the air and water nozzles were clogged and the draining function was reduced. The bending angle was insufficient due to elongation of the angle wire. The play of the angle knob was out of specification due to elongation of the angle wire. The curved tube was crushed due to external factors. The curved rubber adhesive was chipped. Switch 4 was worn. The universal cord had wrinkling due to external factors. Scratches were observed on the insertion tube and on the objective lens, due to external factors. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.